Event description:
Hair found in anterior hip pack. Tables contaminated and all torn down; patient was in the operating room. Small hair was found in opening flaps of unopened suture, #1 ethibond x538, within the pack.